Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received the patient is doing fine.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device and ten photographs provided by the account. The single use loading unit was received partially fired to the 4cm cut line. Microscopic inspection showed no damage to the knife blade. The unit was reset and applied to the appropriate test media. The staples formed properly and the media was cleanly transected. Visual inspection of the returned photographs confirmed the information observed visually. Several of the photographs show proper but incomplete staple lines. One photograph showed some unformed staples at the end of the staple line. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing or if the instrument is applied against an excessive amount of tissue during the clinical application. If the firing knob is not fully retracted, difficulty in unloading the loading unit may be experienced, and may prevent further loading from occurring. The IFU states that to remove the sulu, separate the instrument halves. Holding the cartridge-half of the instrument, grasp the proximal end of the sulu tabs and pull up and out to remove the sulu from the instrument. To place a new sulu into the instrument, hold the sulu by the proximal end tabs and insert into the cartridge fork at a 30 to 45 degree angle from the distal end down until the unit snaps into place. Remove shipping wedge after sulu is fully loaded. Sulu will ¿float¿ up and down in final loaded position. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open small bowel resection, the device partially fired. The device partially fired across small bowel during an open small bowel resection. The staple line formed along the initial part and then continued to form past the cut. The cutting edge jammed approximately halfway down the channel and would not retract appropriately. A second device was used to do a second small bowel resection approximately 1 inch from the original transection to remove the device. A surgical intervention was needed. There was tissue loss.